Event description:
IV pump beeping. Air noted to be in line directly pasted the chamber. Blue ball tubing was in use for continuous vincristine administration which did not stop the air from being drawn in the line. Per patient, pump just started beeping.